Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new patient information was not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all new patient information was not crossing over to pyxis. A technical support specialist connected to the station and monitored messages from the carefusion coordination engine, active directory, and patient information system. No new issues were noted during the monitoring sessions. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier (UDI), medical device catalog and manufacturer date not available.